Manufacturer narrative:
Visual inspection was performed on the returned unit. The reported break was not confirmed. However, stretched tip coils were observed which was likely mistaken for a break. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no indication of a lot specific product quality issue. The investigation determined that the stretched tip coils were likely related to inadvertent mishandling. It is likely that the stretched tip coils occurred during removal from the dispenser coil or inadvertent mishandling during preparation. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that during unpackaging of 2 barewire workhorse guidewires (gw) a break was noted in the guidewires; however, the guidewires remained intact and not separated. There was no patient involvement and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional barewire device referenced is filed under separate medwatch report number.